Event description:
Customer reported she has been experiencing high blood glucose. Customer stated that the doctor changed the basal rate settings. Customer stated that she received a no delivery alarm which was resolved. Blood glucose value was 401 mg/dl; treated with manual injections. Customer also reported that the transmitter did not blink when connected to the sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bbs solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.